Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported experiencing a loss or change of therapy since (B)(6) 2015. She felt stimulation in the correct bicycle seat area. There were no traumas or falls reported that could be related to the issue. The patient saw her managing healthcare provider about a week prior to (B)(6) 2016 and was reprogrammed to program 2. Currently she was feeling comfortable stimulation at 1.0. No potential event cause or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient in response to follow-up reported that they had an appointment with their healthcare provider (hcp) on (B)(6) 2016. The patient did not know what had led to the event; the first two days were great. The program was changed and this did not help. Additional information received from the patient in response to follow-up reported that they had an appointment with their hcp at the end of (B)(6) 2016.